Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screw head stripped and fractured as the phillips head doesn't completely engage the driver head. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirmed the reported issue. The central screw that has been inserted into the x-plate is stripped on the head where the driver interfaces with the screw. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.